Event description:
Contact reports that when using torque wrench for the final tightening of inner set screws, the screws and torque driver shafts were stripping. The surgeon switched to another torque wrench and other torque driver shafts to complete the procedure. The difficulty resulted in a delay of 45 minutes.

Manufacturer narrative:
As received, the torque wrench's adjusting knob was stuck at the 80 inch lb setting and could not be moved. Testing at this setting found the torque achieved with the torque wrench was above the maximum specification requirement. This out of specification condition would likely have caused or contributed to the reported stripping of the inner set screws and torque driver shafts. The torque wrench has been in service for over four years and based upon its overall worn appearance, has been heavily used and subjected to numerous autoclavings. Oxidation can occur within the instrument's internal mechanism as a result of numerous, repeat autoclavings. Additionally, failure to lubricate the instrument can result in binding and difficulty in turning the knob. At this time, the complaint is considered to be closed.